Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported to allergan aesthetics that a patient received a coolsculpting treatment to the upper abdomen, lower abdomen, and flanks on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage, coolcurve+ applicator and presented with a recurrence of paradoxical adipose hyperplasia (pah/ph) three to four months post treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
A provider reported to allergan aesthetics that a patient received a coolsculpting treatment to the upper abdomen, lower abdomen, and flanks on (B)(6) 2020 and on (B)(6) 2021 using the cooladvantage, coolcurve+ applicator and presented with a recurrence of paradoxical adipose hyperplasia (pah/ph) three to four months post treatment. The patient received treatment in the form of liposuction on (B)(6) 2021.